Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The pre-planning sizing sheet and imaging studies have been received for further evaluation by a clinical specialist. Additional patient medical records and medical imaging have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024 with the implant of an alto abdominal stent graft system. Routine follow-up conducted approximately on (B)(6) 2025 identified a possible type ib endoleak. Reintervention was completed on (B)(6) 2025. The physician decided to start by embolizing a type ii endoleak with coils (non-endologix). The right internal iliac was found to be occluded so an ovation ix limb was implanted. All leaks were resolved. The final patient status was reported as doing well.

Manufacturer narrative:
Additional imaging was received on 21 november 2025. The clinical assessment clarified that type ib endoleak was most likely due to the distal thickened calcifications in the seal zone. Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H10/h11 additional manufacturing narrative - additional info.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and medical imaging received by endologix found the type ib endoleak of the right common iliac artery (rcia), right internal iliac artery (riia) occlusion and additional endovascular procedure complaints are confirmed. The type ii endoleaks of the lumbar artery and left accessory renal artery complaints are also confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also found reasonable evidence to suggest that, during the index procedure, a type ia endoleak (resolved with a palmaz stent), a type ib endoleak of the rcia (resolved with percutaneous transluminal angioplasty) and an access site complication occurred that were not included in the reported event. These findings were discovered during an examination of the operative report from the index procedure dated (B)(6) 2025. The type ib endoleak of the rcia identified during the index procedure and was reported to have been resolved with ballooning. However, one month postoperatively, a computed tomography scan identified a large endoleak posterior to the iliac stent grafts. It is unclear whether this represents a persistent type ib endoleak or a type ii endoleak. The type ib endoleak is likely anatomy related due to the distal calcifications. The type ii endoleak is anatomy related. The occlusion reported was in the riia, not the rcia; therefore, the clinical evaluation found this to be non-device related. The riia disease is related to the patients preexisting extensive atherosclerotic disease. No procedure related harms were identified. The final patient status was reported as discharged home in stable condition on the day of the procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant test/lab data ¿ updated. G3: awareness date ¿ updated. H6: investigation type codes ¿ remove code 4118. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.